Event description:
Pt stated he was sweating and shaking and was later found unresponsive on the floor around 10am on (B)(6) 2013. Testing was done with a prodigy meter and result was 216mg/dl. No additional testing was done with the prodigy meter. His sister gave him 3cc's of novalog. Pt stated that medics were called 15 minutes after testing. Upon arrival, medics performed test with their meter and result was 23mg/dl. Pt was given a sandwich, sugar and milk. He was not transported to the emergency room due and signed a release.